Event description:
The customer tested his blood glucose and received a reading of 200 mg/dl using his contour meter. He retested using another meter and received a reading of 104 mg/dl. The different between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement strips and a new meter were sent to the customer.